Event description:
The event is reported as: the balloon is porous and impossible to inflate. No injuries reported.

Manufacturer narrative:
Sample is available but has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.